Manufacturer narrative:
(B)(4). Batch # m91l5u. Anti-backup and ratchet pawl. Additional information was requested and the following was obtained: what is meant by device misfired? Followed up with surgeon and he did not remember exactly what happened with the misfire. How was case completed? Another like device was pulled to complete. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips. In addition, the anti-backup and lockout mechanisms were found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the anti-backup and lockout mechanisms failure. No conclusion could be reached as to what may have caused the damage at the ratchet pawl and the clip jamming. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and then locked. Unknown how case was completed. There were no adverse consequences for the patient.